Event description:
The following has been reported: while it was running delivering noradrenaline, the screen went blank and the pump stopped working. It was set to 0.16 mcg/kg/min on a patient supported by ECMO. Fortunately, the patient was able to be stabilized while the situation was solved, but the customer need to be sure that this does not happen again. The pump was connected to a pump tower, and it was the only one to have this failure. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed and several successions of technical error 43 and 45 were found which confirms the reported event. The reported device was received in brézins for investigation. The reported event is confirmed as it has been reproduced during testing. Following functional test, cross-tests were performed with a new cpu board, a new display board and a new screen. The screen was found to be defective. During internal inspection, traces of liquids were found, but in the areas designated for their evacuation. A broken motor support was found which damaged the cpu board, but this is not related to reported event. Finally, the screen was found damaged in the top left-hand corner, which was the cause of the technical error that stopped the infusion. No traces of drops or falls were observed. This is indeed the original display board kit (display board and screen) manufactured in 2018. The root cause of the reported event is likely due to a damaged screen but it cannot be confirmed if the origin of this damage is a usability issue or component failure. According to attached investigation report, it's advisable to change the screen, the pumping system mount and the cpu board. This complaint is considered as: valid the trend is: normal.